Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly a crack was observed in the battery compartment. Reporter stated that there was no damage to the battery cap and the battery cap can be tightened properly. There was no issue with power loss at the time of the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.